Manufacturer narrative:
Ichimoto, eiji, and joseph de gregorio. "Subacute thrombosis of left main coronary artery after transcatheter aortic valve replacement." Cardiology journal 24.3 (2017): 336-337. Per the instructions for use (IFU), coronary artery stenosis is a potential adverse event associated with the tavr procedure. The IFU cautions that the safety and effectiveness have not been established in patients with bulky calcified aortic valve leaflets in close proximity to the coronary ostia. In addition, it warns that caution should be exercised in implanting a bioprosthesis in patients with clinically significant coronary artery disease. Coronary artery stenosis may require intervention (e.g. Pci). In this case, with the limited information available, the thrombus may have been from a worsening ulcerating plaque in the coronary artery or possibly displaced from the annulus during valve deployment. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
As reported by article "subacute thrombosis of left main coronary artery after transcatheter aortic valve replacement", prior to tavr, intravascular ultrasound showed a calcified and fibrous plaque area in the ostial lmca. The decision was made to defer pci and proceed with tavr. The sapien 3 was implanted successfully. Four days post tavr cag showed a severe stenosis in the ostial lmca with chest pain. The cause was related to thrombus. Pci was performed and a drug-eluting stent was successfully implanted.